Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
A review of the complaints history, device history record, manufacturing instructions, quality control, and instructions for use (IFU) of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The product IFU instructs the user the user no to use the product if there if doubt as to whether the product is sterile an advises the user to inspect the product to ensure no damage has occurred upon removal from package. Based on the information provided, no product returned and the results of our investigation, it has been concluded the cause of this event is manufacturing deficiency related. Appropriate measures have been initiated to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Procode: dqx. (B)(6). Occupation: non-healthcare professional. This report includes information known at this time. A follow-up report will be submitted at the conclusion of the investigation or, when additional relevant information becomes available.

Event description:
It was reported, after receipt of a roadrunner the firm hydrophilic wire guide at the distribution facility, a piece of hair was observed inside of the sealed, primary packaging. This was observed during initial inspection and was not used for patient care. Per the initial reporter, the complaint device will not be returned to the manufacturer to aid in the investigation.